Manufacturer narrative:
Investigation: a used cmnc disposable set contained with blood was returned for investigation. Upon visual inspection, it was noted the fluid had circulated throughout the entire set and the reservoir was full of fluid upon receipt. It was also noted that a stop cock was installed on the return tubing line. The disposable was visually evaluated for any misassembly, leak location,or defect that could have contributed to the reported incident with no anomalies observed. All pressure sensors were inspected and determined to be functioning properly. All witness and wear marks on the upper and lower hex, and upper and lower bearing indicate individual loop components were properly loaded. Visual inspection also showed clotting and clumping in the following areas of the set: inlet line trap, bottom of the filter in the return reservoir, return line of the return coil. Flow testing was performed on the returned disposable set and it was confirmed that the fluid in the anti-coagulant (ac) line flowed through the filter. Root cause: a definitive root cause could not be determined from the investigation. Possible causes include but are not limited to:- multiple stops and starts during the procedure- the inlet/anti-coagulant ratios used in the procedure were inadequate to keep the extracorporeal circuit properly anti-coagulated, resulting in the activation of platelets.- activation of platelets as a result of the patient's physiology.

Manufacturer narrative:
This report is being filed to provide additional information. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Mechanical evaluation investigation: per the customer, they had inlet alarms off and on throughout the run because they used a peripheral stick for the procedure. The physician at the customer site did not believe that the patient was at risk of receiving any clots. The run data file (rdf) was analyzed for this event. Signals in the rdf showed that the optia system operated as intended. Terumo bct service technician visually inspected the machine at the customer's site. The service technician verified all pressure sensors and level sensors per manufacture's specification. All the pump rotor and valve occlusions were verified. The inlet pressure sensor was calibrated and verified. An auto test and saline run were successfully performed. A used cmnc disposable set contained with blood was returned for investigation. Upon visual inspection, it was noted the fluid had circulated throughout the entire set and the reservoir was full of fluid upon receipt. The disposable was visually evaluated for any misassembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. All pressure sensors were inspected and determined to be functioning properly. All witness and wear marks on the upper and lower hex, and upper and lower bearing indicate individual loop components were properly loaded. Visual inspection also showed clotting and clumping in the following areas of the set: inlet line trap, bottom of the filter in the return reservoir, return line of the return coil. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that approximately 2 hours into a continuous mononuclear cell (cmnc)collection procedure, they received multiple alarms including ¿low-level reservoir sensor did not detect fluid¿ alarm. The operator was unable to resolve the alarms, so he was left with the only option to discontinue the procedure, while the operator disconnected the patient, clotting was observed at the end of the return line. Per the customer, no clots were returned to the patient and no medical intervention was required for this event. The patient is reported in stable condition. The customer declined to provide patient identifier.